Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Evaluation results: the device was returned to zoll medical corporation; the customer's report was observed and attributed to a flex cable connector that was not properly seated. The cable connector will be reseated to correct the reported problem. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.